Manufacturer narrative:
Complaint statement (B)(4): a date of the event could not be obtained from the customer. Customer did not respond whether the needlestick resulted in any exposure to the eye, mouth, mucous membrane or non-intact skin. No samples were received for evaluation. Received customer picture. We have no further inventory of the material/batch. We forwarded the complaint and customer picture to our affiliated headquarters in austria from which we receive this product. A review of production documentation revealed no deviations in association with the reported issue. Current production was checked, and no irregularities were found. They have no further similar complaints on the material/batch. The complaint cannot be determined.

Event description:
Customer states the safety shield came off the holder and resulted in a needlestick. Exposure questions submitted.